Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
During a service training of the device, the user reported the display on the central control monitor remained black when the system was powered on. The cable connections were checked, then the user rebooted the system, which resolved the issue. Since the event occurred during a service training of the device, there was no pt involvement during this event.